Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and topical skin adhesive was used. While the surgeon was squeezing the applicator, a glass shard penetrated the tube. There were no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.